Manufacturer narrative:
(B)(4).

Event description:
It has been reported that when the balloon was inserted and the stopcock had been locked, the balloon deflated in the patient. As a result, the inserted catheter was replaced by a new one. There was no delay or interruption in therapy. There were no patient complications, no reported death or serious injuries.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the balloon deflated during use is confirmed. Although, the root cause of how the leak occurred is undetermined a leak was noted between the stopcock and inflation hub which allowed the balloon to leak after closing the stopcock. A nonconformance has been initiated to further investigate the cause. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. This issue will be monitored for developing trends.

Event description:
It has been reported that when the balloon was inserted and the stopcock had been locked, the balloon deflated in the patient. As a result, the inserted catheter was replaced by a new one. There was no delay or interruption in therapy. There were no patient complications, no reported death or serious injuries.